Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The instrument was found to have a broken grip cable at the grip hub. The broken cable cause not open or close properly. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: the instrument was inspected before the procedure. The wrist pulley was noticed to be broken. The surgeon was cutting fatty tissue when the issue was noticed. No instruments collided and no fragments fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while the surgeon was cutting fatty tissue, the monopolar curved scissors instrument pulley broke. The procedure was completed as planned with no reported injury.